Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the super arrow-flex (saf) sheath was inserted into the patient's right femoral artery the md could not remove the spring wire guide from the sheath. As a result, the md had to remove the saf sheath and the swg as one unit. After the removal, the md pulled the swg out of the saf sheath and found that the swg went from 1 meter to 2 meters and the proximal part became 4fr. Instead of 7fr. (The wire unraveled). According to the report "the valve part was broken from the sheath part."

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a saf (super arrow-flex) sheath. The spring wire guide noted in the event details was not returned for evaluation. The saf sheath was returned separated from the sheath hub at the proximal end. Tool markings were visible at the location of the separation on the sheath body. The damage was consistent with removal difficulty. Under microscopic inspection, the tip of the sheath was dented and was also consistent with removal difficulty. The inner diameter of the sheath could not be measured because of the noted damage. The outer diameter of the returned saf sheath and the diameter at the entry point of the hemostasis cap met specifications. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of removal difficulty is confirmed by visual inspection of the device. The body of the sheath was returned separated from the sheath hub, and the damage is consistent with removal difficulty and contact with tooling. The separation may have occurred as a result of forcibly pulling the sheath through during removal. See other remarks section for continuation. Other remarks: under further inspection, the tip of the sheath was also found damaged and is consistent with removal difficulty. The root cause of the damage is undetermined. The complaint will be monitored for any developing trends.

Event description:
It was reported that after the super arrow-flex (saf) sheath was inserted into the patient's right femoral artery the md could not remove the spring wire guide from the sheath. As a result, the md had to remove the saf sheath and the swg as one unit. After the removal, the md pulled the swg out of the saf sheath and found that the swg went from 1 meter to 2 meters and the proximal part became 4fr. Instead of 7fr. (The wire unraveled). According to the report "the valve part was broken from the sheath part."